Manufacturer narrative:
Routine qc was performed and the meter passed both levels of qc. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 9:58 pm, the result was "hi" (>600 mg/dl). At 10:00 pm, the result was 327 mg/dl. At 10:57 pm, the result was 192 mg/dl. At 11:57 pm, the result was 194 mg/dl.